Event description:
On 09/08/2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter powers off during use. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with oral medication, diet, and/or exercise. The power issue began 3 months ago prior to contacting lfs. It is not known of if the pt was able to obtain her blood glucose reading after the product issue began. The pt reportedly managed her diabetes with exercise during the reported 3 months. Sometime after the reported issue began, the pt reportedly developed symptom of shaky. The pt did not receive any treatment. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms, and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the battery was replaced per the owner's manual, the battery contacts were in good condition, and the product issue was not resolved with training. This complaint is being reported because the pt claimed she developed symptoms that can be associated with hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.